Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were unable to rewound the insulin pump. The customer¿s blood glucose was unknown. Customer will revert to back up plan while waiting for the replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No anomalies noted. However, the device failed the rewind test due to moisture damage found on the motor assembly and force sensor. Unable to perform the basic occlusion test, force sensor test or occlusion test due to the moisture damage to the force sensor.